Event description:
This report was initially received from a sanofi-synthelabo sales rep on a possible adverse event. The physician was contacted and he reported that a consumer in their 70's with a diagnosis of osteoarthritis was given first injection of hyalgan. A few minutes after the aspiration of effusion and while hyalgan was being injected, pt developed dizziness and difficulty of breathing. Blood pressure went down from a baseline of 150 systolic before the procedure to 98. Pt was laid flat on the examining table, head down and given oxygen inhalation. Pt recovered almost immediately. Blood pressure went back to normal level (bp unspecified). No anti-histamine given. Reporter believes that the consumer developed a vasovagal reaction to the procedures (aspiration of the effusion and injection) rather than an allergic reaction to hyalgan. Although pt had previous intra-articular injections before (with steroid), this was the first time that the consumer underwent aspiration of the joint fluid. The physician thought that either pain or emotional stress could have triggered the reaction. Lot number of hyalgan was unknown. Corrective treatment: pt was laid flat on bed and given oxygen inhalation.